Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient underwent a staged total left knee replacement on (B)(6) 2012. Subject suffered a fall approximately 3 months after initial tka and had pain and instability in the left knee joint as a result. X-rays (B)(6) 2013 confirmed good cement mantle; left knee in 7 degrees of varus; healed compression fracture of the medial femoral condoyle.

Event description:
It was reported that the patient underwent a staged total left knee replacement on (B)(6) 2012. Subject suffered a fall approximately 3 months after initial tka and had pain and instability in the left knee joint as a result. X-rays (B)(6) 2013 confirmed good cement mantle; left knee in 7 degrees of varus; healed compression fracture of the medial femoral condyle.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.